Event description:
The nurse reported that the central nurse's station (cns) display failed and the screen was black. After troubleshooting ts suspected that either the display or the power cable had failed. Later, the biomedical engineer reported that the monitor was replaced. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) failed, and the screen was black. No patient harm was reported. Service requested / performed: troubleshooting. After trouble shooting ts suspected that either the display or the power cable had failed. They advised the monitor tech to have a biomed call to continue further troubleshooting. During further troubleshooting, the ts agent advised the customer to disconnect and reconnect the power cable, but the reported problem did not resolve. The ts agent informed the customer that the reported problem might be related to a display screen or power adapter issue. The ts agent recommended that the customer contact their biomedical engineer (biomed) to see if the customer had a replacement display screen or power adapter. Investigation summary: during a follow up call, it was revealed that the reported problem was resolved by replacing the display screen. The root cause of the display screen failure could not be determined with the provided information. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. Based on sop07-003, no CAPA is required as the quality event does not warrant a corrective action. The overall risk rating is medium. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with transmitters: model #: zm-531pa. Serial #: ni. Transmitters: model #: zm-541pa. Serial #: ni.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) display failed and the screen was black. After troubleshooting ts suspected that either the display or the power cable had failed. Later, the biomedical engineer reported that the monitor was replaced. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the customer provided the following telemetry transmitter models that were used in conjunction with the cns but no serial number information was provided. Transmitter: model: zm-531pa, sn: ni. Transmitter: model: zm-541pa, sn: ni.

Event description:
The nurse reported that the central nurse's station (cns) display failed and the screen was black. After troubleshooting ts suspected that either the display or the power cable had failed. Later, the biomedical engineer reported that the monitor was replaced. No patient harm reported.